Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt underwent a biourethral support procedure for treatment of stress urinary incontinence. The pt allegedly experienced pain and injury. Pt has undergone corrective surgery.